Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity and remote monitoring was disabled. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery and remote monitoring was disabled due to a loaded measurement of 2.051 volts. This device was explanted and was not returned for analysis. Other than the surgical procedure no additional adverse patient effects were reported.